Manufacturer narrative:
The customer stated to customer technical service (cts) that just prior to the burning smell they had heard a popping noise. The customer then powered down the instrument and unplugged it from the power source. A field service engineer (fse) discovered a blown capacitor on the instrument's power supply. The fse replaced the power supply and performed assay qc; no issues were noted. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported a burning smell coming from the access 2 immunoassay system. There were no flames or fire. There was no report of injury to the user. The customer did not seek or need medical attention.